Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, the day after implant, the right atrial (ra) lead had dislodged and fallen into the right ventricular chamber. The lead was programmed off until the lead could be revised the following day. The lead was repositioned. After the ra lead was repositioned, the right ventricular (rv) lead showed a high threshold. The rv lead was also repositioned. Both leads remain in use. No patient complications have been reported as a result of this event.